Manufacturer narrative:
A field service engineer went onsite and confirmed a problem with the transducer. The transducer was replaced, and functional testing confirmed the device returned to full functionality. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating a measurement issue related to a fetal heartbeat murmur. It was indicated that the device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the avalon fm20 fetal monitor indicating a measurement issue related to a fetal heartbeat murmur. It was indicated that the device was not in use on a patient at the time of event, there was no adverse event reported. A request for additional information confirmed that there was no inaccuracy identified. The issue was noise (interference) when the wires were tested before use. A field service engineer went onsite and confirmed a problem with the transducer. The transducer was replaced, and functional testing confirmed the device returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a faulty transducer. The reported problem was confirmed. Although the initial allegation was deemed reportable, after further review as it relates to the updated allegation, the issue was deemed non-reportable. As part of a fundamental use model for this device to evaluate the trace for suspicious trace patterns. A trace pattern is the conjunction between the fetal heart rate and the contractions. A missing transducer signal due to any cause would be immediate obvious. When using cordless transducers, it is recommended to switch to wired transducers. The customer was provided a replacement transducer to resolve the issue. Product information in box d has been updated based on new information received. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.